Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the hemostatic valve had a leak. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. During preparation, the physician noted that the hemostatic valve of the was was damaged, and the was was leaking air. The physician continued the procedure with the was and successfully implanted a closure device in the laa of the patient. There were no patient complications that were reported to have occurred.